Manufacturer narrative:
(B) (4).

Event description:
The pt had a seroma. Based on the results of a dye study, it was thought that the catheter may be disconnected from the pump. The device system was used to deliver morphine; it was being changed to fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.